Manufacturer narrative:
After battery installation unit power up and display froze after count up followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test or verify unresponsive button due to frozen screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad was not responding, had battery out limit. The customer's blood glucose value was 206 mg/dl at the time of incident. The customer stated that they were not able to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.